Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 284190002, implanted: (B)(6) 2011, product type: accessory. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was overdischarged. A physician mode recharge (pmr) was performed, but it did not successfully reset the device. It was reported to have been the 3rd overdischarge. The patient was going to be setup for a consult with a pain physician. It was reported the device would be replaced in the future, but no date was provided. The patient¿s status at time of report was noted as no injury. There were no patient symptoms or complications associated with the event. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the replacement had not occurred yet. It was stated that the patient was in the consult phase for replacement of his device as the por (power on reset) was unsuccessful.